Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This report represents all information known by the reporter at this time.

Event description:
The facility reported an infusion pump with a condition of battery low during function test. The failure was reported to have occurred during biomed testing. The hospital representative stated they have no record of any patient incident involving this pump since the last baxter service event and no patient injury had been reported. Although baxter attempted to obtain information, details were not available regarding additional contact information, patient demographics, medication involved, or pump programming. No additional information available.